Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.